Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer changed the infusion set three times prior to the report with tandem technical support in attempt to resolve the reported issue. The customer experienced an elevated blood glucose (bg) level that ranged from 486-523 mg/dl with trace ketones. Reportedly, the customer suspected the cause for the reported issues to be due to an issue with the insulin in use. The customer administered manual insulin injections to address high bgs. The customer changed the cartridge, infusion set, and use insulin from a new vial to resolve the issue.